Manufacturer narrative:
A ge representative evaluated the system and ran it for 25 minutes and was unable to reproduce the reported problem. System operates as intended.

Event description:
The customer reported the system stopped displaying images when the c-arm was moved from the anterior/posterior (ap) position to the lateral position.